Event description:
It was reported to medtronic minimed that the customer experienced patient is calling to report that her inpen's top is lose. The customer reported no adverse event. The event involved product mmt-105nnpkna. Troubleshooting was performed. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-105nnpkna was requested and customer responded that the device was returned for analysis.

Manufacturer narrative:
Front shell does not fit securely to inpen. No physical damage to cartridge holder was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked/broken. In conclusion: inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked/broken. Therefore, the customer concern of cap no longer staying attached was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.